Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. Prior to hospitalization, the customer expierenced no delivery alarms. The customer stated she changed the infusion set several times, but continued to get the alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.